Event description:
Related manufacturer report number: 2017865-2025-17121. It was reported that the patient's presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) and right atrial (ra) lead exhibited noise and had insulation damage. The rv and the ra leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.